Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion sets adhesive issue on (B)(6) 2026.the infusion set patch didnot stick to skin upon insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.